Manufacturer narrative:
Trackwise complaint number: (B)(4). Internal autonumber: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge service territory manager (stm) was dispatch to evaluate the iabp. To fix the issue the stm replaced the patient interface module (0997-00-1178) and safety disk. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on patient the cardiosave intra-aortic balloon pump (iabp) experienced a blood leak and possible blood in helium line. No patient harm or adverse event was reported.